Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and cable were replaced during the service call.

Event description:
The customer reported that the 9600 system had an error code at boot up. No pt injury was reported.